Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to a blood glucose level of 160 mg/dl. She was just getting over her bronchitis and could not keep anything down. She had a diabetic ketoacidosis and was in the hospital for three days. She took the insulin pump off earlier that day and received no delivery alarms. She believed the no delivery alarms were due to an infusion set issue. She also believed the site was infected because she saw puss at the site. The device was not returned.